Event description:
Surgical procedure was performed to address infection. The poly was exchanged.

Manufacturer narrative:
No product was returned. Review of sterile certification for the product code/lot provided did not reveal any deviations or anomalies and all products were certified sterile prior to release for distribution. No evidence was found that would suggest product error was a contributing factor. The root cause could not be determined. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action as not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.